Event description:
Per the clinic, the device was explanted on (B)(6) 2010, due to an unspecified medical reason. Attempts for additional information have been unsuccessful. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).